Manufacturer narrative:
The customer¿s report of a leak where the non-bd connector attached to the syringe pump tubing was confirmed. No cracks, damage, or other anomalies were observed on the set or connector. Functional testing and pressure testing resulted in a leak at the connection between the suspect set¿s female luer and the male luer of the connector. The root cause of the leak was identified as a gap due to poor fitment or slight lack of compatibility between the syringe set female luer and the non-bd connector.

Event description:
The customer reported that while connected to a patient, the tubing leaked fentanyl and lasix where the non-bd connector was attached. There was no patient harm.